Manufacturer narrative:
Investigation conclusion: further investigation on the strip cannot be pursued because there is no lot number and product was not returned.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range not provided. Customer doubting the inratio results. She states the inratio results are approximately 1.0 inr points higher than the lab inr results. Caller was not able to give specific values or patient data. No reported adverse patient sequela. No additional information provided.